Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. It was determined that a new gde (gas delivery engine) is needed. Fsr replaced gde. Performed (extended systems test) and failed leak test. It was found that o-rings are cracked. Fsr replaced flow sensor and that solves the issue. During ovp (operational verification procedure) found unit not charging and power supply fan not turning on. The unit passed all other test but unit will not charge. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the avea ventilator is in inoperable condition. At this time, there is no information regarding patient involvement associated with the reported event.